Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that patient was not appearing in pyxis due to being shown as discharged. The server was accessed and it was verified that visit identifications (ID) had already been discharged on (B)(6) 2026, which was why the patient was no longer visible on any pyxis stations. There was no issue on the station. Further the tss confirmed that the issue has been resolved. The system functioned as intended when the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, pyxis device showed patient as discharged, but the patient had not been discharged and was still a guest. As a result, medications could not be dispensed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.